Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane leak test. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) found that the new safety disk experienced an out of box failure. The fse replaced the safety disk. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0202-00-0140 rev. J, serial number (B)(6), with a reported unit failure of a failed safety disk leak test. This was an out of box failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number and tested the part to factory specifications per procedure and the cardiosave service manual part number. Ran the all manifold test. Failed the differential pressure portion of the safety disk test. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid.